Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed inappropriate automatic mode switch (ams) as a result of far r wave oversensing and competitive atrial pacing (cap) on the pacemaker (pm). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.